Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a valve in valve procedure was performed. The patient received a 23mm sapien 3 valve (sn (B)(4)) approximately 4 years ago within a pre-existing non-edwards surgical valve. At that time, the surgical valve was not cracked open during the implant. Today, the patient received a new 23mm s3u valve within the other valves, and the surgical valve was successfully cracked in the procedure. The procedure was a success. In the physician's opinion, the sapien 3 valve implanted 4 years ago was never able to fully expand well enough, making the leaflets overlap one another. The valve had started to stenose and some deterioration was noted. Per the clinic consult note, the physician had concern for halt, with or without ham. Even though the patient was on an anticoagulant for a-fib, there was also the potential of thrombus formation. Blood cultures were done to rule out vegetation. The echo performed on (B)(6) 2020 revealed an av peak 39mmhg, mean 19mmhg. Echo performed on (B)(6) 2021 revealed av peak 70mmhg, 37mmhg, lv ef 60%. Cardiology progress notes from (B)(6) 2021 state the patient has increased dyspnea when climbing stairs, echo revealed av gradients. Plan for percutaneous viv with valve fracture of the surgical valve. Lv mild concentric hypertrophy, aortic valve abnormally functioning bioprosthetic valve. No evidence of aortic valve regurgitation is seen. Significantly elevated transaortic valve gradients peak 84.3mmhg, mean 56.9mmhg, ava 0.63cm2. No thrombi was present in (B)(6) 2021. No clear evidence of hypoattenuating material associated with aortic valve to suggest ham/halt. The viv was a success.

Manufacturer narrative:
A DHR review was performed and did not reveal any issues that may have contributed to the complaint event.